Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated the physician believed the saline was not able to be injected due to a partial blockage of the catheter at the tip. The distal segment was replaced and the hospital kept the explanted product.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4)

Event description:
A health care provider reported via a manufacturing representative that the patient began to experience withdrawal symptoms (e.g. Chills and nausea) yet was afebrile. The patient had an implantable drug infusion pump that was implanted to treat spinal pain, lumbar radiculopathy, and general non-malignant pain. The pump was delivering an unknown concentration of morphine at 5.00 mg/day. The patient went to the hospital where a catheter access port kit was used to check the catheter for patency. The physician aspirated the catheter but could not inject saline through the catheter. The catheter was surgically repositioned by moving it down in the intrathecal space. The catheter was flushed several times to ensure it was flowing freely. It was noted that the issue had resolved. The cause of the inability to inject saline through the catheter was not reported. Follow up was being performed to determine the cause.